Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown 3.5mm cortex screw/unknown quantity/unknown lot. Device was implanted two weeks prior to revision surgery. Exact date is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4) hardware revision and an irrigation and debridement due to a possible infection. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery in the beginning of (B)(6) 2016 for a proximal humerus fracture. The patient was implanted with a 3.5mm locking compression plate (lcp) proximal humerus plate and an unknown number of 3.5mm locking and 3.5mm cortex screws (at least 8 screws were implanted, exact number unknown). An x-ray taken at an unknown time postoperatively revealed that the screws in the humeral head had pulled out with the screws remaining intact in the shaft portion of the plate. It was reported that the affected screws were mostly locking screws but there may have been one or two cortex screws involved. The patient was returned to the operating room two weeks after the initial surgery on (B)(6) 2016 for a hardware revision and an irrigation and debridement due to a possible infection. It was reported that preliminary lab results taken while in the operating room revealed acute inflammation. It was also noted that the humeral head had collapsed thus causing the screws to pull out. All hardware was removed intact. The patient was revised to two, non-synthes k-wires and sutures and it was felt this was temporary until the final lab results are received. There was no delay in surgery and the patient was reported as stable. Additional treatment plans are unknown at this time. This report is for an unknown 3.5mm cortex screw, unknown quantity. This is report number 3 of 3 for complaint (B)(4).